Manufacturer narrative:
The evaluation confirmed the reported problem. It was determined that there was no flow through the circuit due to an incorrect luer lock being assembled to the device. (B)(4).

Event description:
Perfusion staff tried to prime and de-air the a/r line during priming of the circuit, they were unable to prime the line and had a high pressure alarm. After troubleshooting the circuit they identified that the blue line on the y portion of the a/r pack had a luer lock female connector that was deadended.

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
Perfusion staff tried to prime and de-air the a/r line during priming of the circuit, they were unable to prime the line and had a high pressure alarm. After troubleshooting the circuit they identified that the blue line on the y portion of the a/r pack had a luer lock female connector that was dead ended.

Manufacturer narrative:
Correction: date was inadvertently missed in the initial MDR. Manufacturer date: 09/26/2016.

Event description:
Perfusion staff tried to prime and de-air the a/r line during priming of the circuit, they were unable to prime the line and had a high pressure alarm. After troubleshooting the circuit they identified that the blue line on the y portion of the a/r pack had a luer lock female connector that was deadended.